Manufacturer narrative:
A.1.-a.5. H.11 livanova deutschland manufactures the essenz roller pump. The incident occurred in japan. Through follow-up communications, livanova learned that the error occurred once and has not recurred. A picture showing the error message was provided. Event cockpit log files were also provided: analysis confirmed error code 2353 associated with the pump with role cpl-c. In particular, error code 2353 is associated with the secondary (redundant) system used by the hlm to measure pump speed and may be related to an issue affecting either the hall sensor or the hms board within the pump, as these components are responsible for accurately detecting and reporting pump speed. This event does not impact the functionality of the pump. A device service history was performed and identified that the roller pump was manufactured in 2025 and no further similar events have been reported for this unit. Neither a concerning trend has been detected for this failure mode. Based on the investigation findings and considering that the reported event is isolated, it cannot be ruled out that it was caused by a temporary communication issue with the pump resolver on the hms board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
Livanova deutschland received a report regarding an essenz hlm that showed the error message ¿cpl-c pump issue¿ associated with a roller pump 85. There is no report of any patient injury.